Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their device implanted yesterday and were encountering a message that the internal device data is lost. The patient was upset that no one checked on this before they left the hospital yesterday and had been without the therapy for 24 hours. The patient contacted their doctor's office and was directed to contact medtronic. The patient was planning to receive a call from their rep later today and were going to discuss concerns with them.